Manufacturer narrative:
According to available info this inflatable penile prosthesis was removed on 9/10/96 due to a "tubing split." No implant info was provided. Requests for explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither device nor info have been received. Without benefit of analyzing explant without requested info, qa is preculded from commenting on condition of device or events surrounding this incident. Should explanted device or add'l info be received, qa will re-evaluate this event in accordance with procedures. Frequency and severity of reports of this nature are no more frequent or severe than what is stated in labeling or usual for service. An eval will be forwarded upon completion.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing split." As reported to co the entire device was removed and replaced.